Event description:
Information was received from a patient (pt) via manufacturer representative who was implanted with an implantable neurostimulator ( ins) for unknown indications for use. It was reported that pt reported their machine was not charging and noticed this issue began september of 2021. Pt first confirmed they were not able to charge their controller but later on during the call pt stated that it was their ins that was not charging. Pt noted "too far gone it would not be able to charge it" messages displayed on the controller. Pt notified the representative of the issue and the rep advised pt to call patient services for a new rtm and a battery. During the call pt confirmed no visible damages to the controller and battery pack. Patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord. Pt just moved into their new address and did not have a functioning wall outlet for them to plug the ac power supply cord. Ps advised pt to buy an extension cord so pt would not have to hold the ac power supply cord to the outlet when charging controller. Pt then stated their representative told pt to get a replacement rtm and battery. Pt confirmed no visible damages to the rtm and pt confirmed the rtm got hotter than usual while recharging ins.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.